Manufacturer narrative:
(B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
After discovery of chipped or broken test tubes on the cell-dyn sapphire analyzer, the customer observed a bent cell-dyn sapphire vent needle. The customer cycled the analyzer's power on and off to resolve the issue which was unsuccessful. The customer replaced the bent vent head needle and successfully processed the analyzer controls which were in specification, therefore, the issue was resolved. There was no impact to patient management.